Manufacturer narrative:
Device passed the displacement test and self test. No unexpected displayable history crc check failed on startup alarm anomalies noted. No unexpected external ram crc error alarm anomalies noted. No unexpected alarm anomalies noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had received pump error alarm. The customer¿s blood glucose level was unknown. The customer reported that they received a pump error alarm and received several times pump history crc failed alarm. The insulin pump will be returned for analysis.